Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4).

Event description:
It was reported (via FDA medwatch mw5086128) that a female patient underwent breast prostheses implantation with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including muscle pain, joint pain, breast pain, fatigue, and changes in skin condition. In addition, the patient reported that she has symptoms from breast implant illness. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch report is for the 2nd of two breast prostheses.